Manufacturer narrative:
(B)(4). The customer returned one ptd catheter assembly for investigation. The sample was visually examined and no anomalies were found. The black pebax tip was undamaged. The basket was fully formed and all welds were present. The orange catheter contained no anomalies. The catheter was able to full withdraw into the sheath. The returned sample was connected to a lab inventory rotator and was able to rotate as expected. A device history record review was performed with no relevant findings. The reported complaint of a damaged ptd catheter could not be confirmed by complaint investigation. The returned catheter contained no defects or anomalies. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the md was performing according to the IFU. After one use in the patient, the catheter was removed from the patient's body to remove the thrombus from the basket. The tip of the catheter fell while cleaning the basket with gauze dampened with water. A new kit was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the medical doctor was performing according to the IFU. After one use in the patient, the catheter was removed from the patient's body to remove the thrombus from the basket. The tip of the catheter fell while cleaning the basket with gauze dampened with water. A new kit was used.